Manufacturer narrative:
Device returned to manufacturer: yes. Returned to manufacturer on: 01/15/2016. Device returned to manufacturer: yes. The following information was inadvertently not included in the initial MDR: gender/sex: unknown. Patient: glare. Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and examined under microscope. There were dust particles noted on the lens. This is expected as the lens was transported from controlled environment. The visual inspection showed that the lens was damaged on the posterior and anterior side. Considering the type of damage, it is most probably related to the explant procedure. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens centration, related visual disturbances and precautions. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zmb00, was explanted from the left eye of a patient because of glare and the patient was unhappy with their vision. A slight incision enlargement was performed. Since the patient had a monofocal lens implanted in their right eye by a different surgeon in 2012, the surgeon replaced and successfully implanted a monofocal lens (different manufacturer)in the left eye. The surgery went well without any complications. No further information was provided.